Event description:
It was reported that the customer experienced an unknown issue with the pump battery. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.